Event description:
(B)(4) clinical study. Same case as 2134265-2012-02699. The target lesion was located in the proximal left anterior descending artery with 95% stenosis and was 15 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 24 mm taxus express2 stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2008 the patient experienced angina and a taxus express2 stent was placed in the 1st obtuse marginal. In (B)(6) 2008 the 75% stenosis in the 1st obtuse marginal of the previously deployed taxus express stent (deployed in (B)(6) 2008) was treated with placement of another taxus express 2 stent with 0% residual stenosis. In (B)(6) 2010, the patient presented with chest pain where initial cardiac enzymes and EKG showed no acute changes. The patient was referred to another hospital for further evaluation. The patient continued to have chest pain and a second set of cardiac enzymes were noted to be elevated and cardiac catheterization was recommended. The 90% stenosis in 1st obtuse marginal was treated with predilatation and a 3.00 x 10mm cutting balloon with 0% residual stenosis. The event was considered resolved without residual effect and discharged on the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as 2134265-2012-02698. The target lesion was located in the proximal left anterior descending artery with 95% stenosis and was 15 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 24 mm taxus express2 stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2008, the patient experienced angina and a taxus express2 stent was placed in the 1st obtuse marginal. In (B)(6) 2008, the 75% stenosis in the 1st obtuse marginal of the previously deployed taxus express stent (deployed in (B)(6) 2008) was treated with placement of another taxus express 2 stent with 0% residual stenosis. In (B)(6) 2010, the patient presented with chest pain where initial cardiac enzymes and EKG showed no acute changes. The patient was referred to another hospital for further evaluation. The patient continued to have chest pain and a second set of cardiac enzymes were noted to be elevated and cardiac catheterization was recommended. The 90% stenosis in 1st obtuse marginal was treated with predilatation and a 3.00 x 10mm cutting balloon with 0% residual stenosis. The event was considered resolved without residual effect and discharged on the same day.